Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. The device showed signs of wear, minor cracks and scratches were observed. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. The results of the electrical evaluation are as follows: no load voltage: 5.49 vdc (requirement: 5.5 vdc +/- .05 vdc step b.). Low current: 3.99 amps dc (requirement: 4.0 +/- .05 amps dc step c.). High current: 6.02 amps dc (requirement: 6.0 +/- .05 amps dc. Step d.). The values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Set on power setting of 3 and nothing happened - got another power supply and completed case - I sent replacement to (B)(6) attention.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, (B)(6) power supply failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Set on power setting of 3 and nothing happened. Got another power supply and completed case; I sent replacement to (B)(6) attention.